Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that there were high out of range pacing impedance measurements at the implant procedure. As the issue was not resolved after trying two different pacing system analyzers, a new testing tool and different pacing system analyzer cables, the lead was removed and replaced. No adverse patient effects were reported.